Event description:
It was reported that this patient was running with her dogs when she experienced a true ventricular arrhythmia which resulting in syncope and a fall. The patient required external resuscitation to resolve the arrhythmia. Technical services (ts) was contacted for a device data review and it was discussed that the failure to shock was the result of the functional under-sensing due to the device's programmed sensitivity settings. It was stated that the conservative sensitivity settings had been programmed due to the patient's past experiences with shocks from this device. Information has been requested regarding the event resolution, healthcare facility, and past device experience, but a response has not yet been received. At this time, the device remains implanted and the patient is stable.

Event description:
It was reported that this patient was running with her dogs when she experienced a true ventricular arrhythmia which resulting in syncope and a fall. The patient required external resuscitation to resolve the arrhythmia. Technical services (ts) was contacted for a device data review and it was discussed that the failure to shock was the result of the functional under-sensing due to the device's programmed sensitivity settings. It was stated that the conservative sensitivity settings had been programmed due to the patient's past experiences with shocks from this device. The patient was subsequently hospitalized where a ventricular tachycardia (vt) ablation procedure was performed. A lead stress test with provocative maneuvers, as well as diagnostic imaging, were performed with normal results. No further information was able to be provided regarding the patient's previous experiences with shocks. At this time, the device remains implanted and the patient is stable.